Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up and the right atrial lead exhibited noise. On (B)(6)2017 the patient presented to the hospital for a scheduled device change out procedure, so the physician elected to cap and replace the lead. The procedure was completed successfully and the patient was in stable condition post surgery.